Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. The event history log review identified the presence of the high drain alarm on the reported therapy date. No abnormalities were identified during internal/external inspections. The device passed both electrical and functional returned instrument testing evaluation (rite) tests. The pneumatic system was found to be working within specification limitations. A short simulated therapy was performed successfully. Although found in the event logs, the reported high drain alarm was unable to be duplicated during sample analysis. The cause of the alarm was determined to be a false empty detect with the initial drain alarm setting in appropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide warns that setting the initial drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain 201 alarm on a homechoice (hc) device during dwell 1 of 5 of automated peritoneal dialysis (apd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. Troubleshooting revealed that the hp performed an off cycler exchange earlier in the day without draining. Additionally, the technical service representative (tsr) discovered that the initial drain alarm setting was set to 0ml. The tsr advised the hp to perform a manual drain. The manual drain volume totaled 5769ml while the hp only had a maximum fill volume of 2000ml. The tsr initiated a swap of the device. The hp planned on performing continuous ambulatory peritoneal dialysis (capd) until a new device arrived. The hp reported feeling full and having shoulder pain, but there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.